Manufacturer narrative:
Update to b4, g3, g6, h2 and h10 to reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Supplemental to reflect evaluation performed. Update to b4, g3, g6, h2, h6 and h10. No product returned engineering evaluation performed. Due to serial number unavailability, a device history review could not be performed. Imagery was provided in the article. However, after review of the returned imagery, the imagery was not relevant to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time per edwards document, ''reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation.'' In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 2-7 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was between july 2014 and july 2019. For this reason, the first day of the reported study period (01-july 2014) was used as the occurrence date. The valve remains implanted. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Article reference: wamala I, unbehaun a, klein c, kukucka m, eggert-doktor d, buz s et al. Real-time intraoperative co-registration of transesophageal echocardiography with fluoroscopy facilitates transcatheter mitral valve-in-valve implantation in cases of invisible degenerated bioprosthetic valves. Interact cardiovasc thorac surg 2021; doi:10.1093/icvts/ivab001.

Event description:
As reported by our affiliates in germany, through the review of the medical article: "real-time intraoperative co-registration of transesophageal echocardiography with fluoroscopy facilitates transcatheter mitral valve-in-valve implantation in cases of invisible degenerated bioprosthetic valves", corresponding author jorg kempfert, the following events were identified: 1 patient with a degenerated surgically placed sapien xt valve had a trans-stent leak and needed a viv procedure after an unknown implant duration